Manufacturer narrative:
No customer material was received in order to carry out a substantial investigation; therefore, the investigation determined that no product issue was found.

Event description:
There was an allegation of a questionable glucose result with the accu-chek inform ii test strips result from three accu-chek inform ii meter + rf for four patients. Patient 1's initial result at 3:20 am from meter a was 529 mg/dl. At 3:27 am, a lab draw gave a result of 141 mg/dl. Patient 2's initial result at 14:21 pm from meter c was 545 mg/dl. At 14:24 pm, a lab draw gave a result of 148 mg/dl. Patient 3's initial result at 14:22 pm from meter b was 522 mg/dl. At 14:24 pm, a lab draw gave a result of 148 mg/dl. Patient 4's initial result at 14:24 pm from meter a was 550 mg/dl. At 14:24 pm a lab draw gave a result of 148 mg/dl. The customer believes that the meter results are correct.

Manufacturer narrative:
The accu-chek inform ii meter + rf serial numbers are (B)(6). The customer believes that the sample collection for the venous blood draw may have been performed improperly. The customer states that all of the meters were passed qc within the last 24 hours prior to the event. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The meters and strips have been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.